Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was powerbroken which was damaging the pawls. Therefore, the reported condition was confirmed. It was determined that this was due to a failure to follow directions for use and running the device in the safe or load position. The assignable root cause was determined to be due to user error/misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device did not lock the drill bit device in place. During an in-house engineering evaluation, it was observed that the device was powerbroken. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.